Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned and was found to be stuck in the rubicon catheter and could not be removed. Blood was noted in the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2014-05413 it was reported that catheter removal difficulty occurred. The target lesion was located in the right superficial femoral artery. During the procedure, a truepath chronic total occlusion device became stuck in the rubicon catheter. When trying to pull back the device, the physician met a great deal of resistance. The system was pulled out with the truepath device inside the rubicon catheter. The case was finished with a different wire. No patient complications were reported and the patient status is fine.

Event description:
Same case as MDR ID#: 2134265-2014-05413. It was reported that catheter removal difficulty occurred. The target lesion was located in the right superficial femoral artery. During the procedure, a truepath chronic total occlusion device became stuck in the rubicon catheter. When trying to pull back the device, the physician met a great deal of resistance. The system was pulled out with the truepath device inside the rubicon catheter. The case was finished with a different wire. No patient complications were reported and the patient status is fine.